Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: evaluation on going.

Event description:
Country of complaint: (B)(6). During intra-operative of surgery, the patient received a burn to mouth. The entire set being returned. Devices included in the set are: gb392r= mini-line transversal saw attachment / gb378= mini-line spray nozzle. Jp011= primeline 3/4 lid red / jk740= bottom for 3/4 container height:90mm. Jg253r= 3/4 basket w/o stack.feet 406x253x64mm / gb689r= eccos fixation f/microspeed motor cable. Gb682r= eccos fixation f/micro-line handpieces / gb689r= eccos fixation f/microspeed motor cable. Gb673r= eccos fixation f/mini-line attachments / gb578r= eccos fixation f/microspeed uni motors. Gc927r= shank f/gc615r/gc633r on gb130r/gb391r / gb390r= mini-line sagittal saw attachment. Gd460r= spray nozzle for gd450r/gd455r/gd465 / gb391r= mini-line reciprocating saw attachment. Gd674= microspeed uni mini 100 motor / gd678= microspeed uni micro 150 motor. Gd672= microspeed uni motor cable f/foot ctrl. / gd672= microspeed uni motor cable f/foot ctrl. Gb392r= mini-line transversal saw attachment. Report being filed on the most likely component to have caused / contributed to this event. If evaluation of returned devices indicates other components(s) caused or contributed to the incident; additional medwatch report(s) will be filed for each.

Manufacturer narrative:
Gd450m: device in used condition. On the tip of the handpiece a damaged ball bearing was noted. Functional testing of the device was not possible. The device was dismantled and it was clearly recognizable that the ball bearing was broken and the tool shaft was stuck in the locking mechanism. The handpiece appeared to be overstrained by excessive lateral force while using the device. Gb390r: the saw attachment (serial number (B)(4)) was in used condition. This was manufactured on 05/16/2014. Functional testing showed do deviation. The saw blade mount was functioning and the running noise was normal. The temperature test showed normal results. Gd460r: the spray nozzle attachment is in used condition and was manufactured in 2014. There are damages present, the device is deformed. The flushing tube was bent in different directions and no longer functions. Gb391r: the saw handpiece (serial number (B)(4)) is in used condition. It was produced on 05/16/2014. There is no repair reported for this device. Functional testing indicates the saw handpiece is worn out. The saw locking is worn out and the ball bearing produces slight running noises. Temperature tests showed normal results. Gc927r: the shank is an accessory. No abnormalities were found. Gb378: the mini line spray nozzle is an accessory of gb391r. Normally, this product is adjusted for the given situation with the saw and the working range of the saw blade. The spray nozzle was found to be deformed, but it is functioning. Gd674: the motor (serial number (B)(4)) was produced on 05/16/2014. No repair record exists for this device. The device is in used condition. Functional testing showed no deviations. Temperature test results were normal. Gd678: the motor (serial number (B)(4)) was produced on 05/16/2014. The device is in used condition. No repair record exists for this device. Functional testing showed no deviations. Temperature test results were normal. Gd672: the microspeed uni motor cable (serial number (B)(4)) was manufactured on 05/16/2014. There are no repair records for this device. Functional testing showed no deviation. The device complies with specification. The last maintenance date is 07/2015. Gb391r: saw handpiece (serial number (B)(4)) is in used condition. This device was manufactured on 05/16/2014. No repair record exists for this device. This device functions, but produces noises, which are the result of worn ball bearings. The temperature tests showed no significant warming of the device. Gd674: the motor (serial number (B)(4)) was produced on 05/16/2014. This device has no repair record. The device appears in used condition. Function testing showed no deviations. Temperature test results were normal. Gd 678: the motor (serial number (B)(4)) was produced on 05/16/2014. This device is in used condition. No repair records exist for this item. Functional tests showed no deviations. Temperature test results were normal. Gd672: the microspeed uni motor cable (serial number (B)(4)) was manufactured on 05/16/2014. This product has no repair records. Functional tests showed no deviations. The device complies with specification. Last maintenance date is 07/2015. Gb391r: the saw handpiece (serial number (B)(4)) is in used condition. This device was produced on 05/16/2014. No repair records exist for this item. The device is functioning but produces some running noises which are the result of worn ball bearings. Temperature test results were normal. Conclusion: the root cause of the overheated handpiece gd450m (serial number (B)(4)) is most likely user related; by applying excessive lateral force. The tool was pressed against the housing of the handpiece. The upcoming friction and the generated heat led to tempered colors and finally to the breakage of the tool. Based on the type of defects detected on the received products, the defects are most probably handling related. It was not possible to relate the defects detected on the products to a manufacturing failure or material deviance. Corrective action: not required.